Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 24mm amplatzer septal occluder was selected for implant. During deployment into the left atrium, both discs took the form of a "swan neck." The device was never released from the cable and removed from the patient where release tests were made in the air. However, the device continued to be deformed. A new 26mm amplatzer septal occluder was successfully implanted. No patient consequences were reported and the patient was hemodynamically stable throughout the procedure.

Manufacturer narrative:
Additional information sections: d10, h2, h3, h6, h10. The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.